Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. The ¿suspected medical device¿ reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under 510(k) p030031/ PMA # s053. Concomitant medical products used: product name: carto® 3 system, us catalog #: fg540000, serial #: 13509; product name: stockert 70 rf generator, us catalog #: s7001, serial #: st-2580; product name: coolflow® irrigation pump, us catalog #: unknown, serial #: unknown; product name: lasso nav eco catheter, us catalog #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis and surgical intervention; however, it is suspected that patient expired for issues related to anesthesia. The patient¿s medical history is unknown. The physician did not provide a causality opinion for the cause of this adverse event. Per 21 cfr, part 803, this complaint is reportable.